Manufacturer narrative:
Additional information sections: d9, h3, h6, h10. Explant was reported due to aortic regurgitation. The tear seen at explant was confirmed. Leaflet 3 was torn, with the torn edge tethered open by pannus. Degenerative changes were present at the tear site. There was circumferential fibrous pannus ingrowth on the inflow surface which extended onto the bases of all three leaflets. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate loss of collagen at the tear site, which could have contributed to the formation of the tear. In addition, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2017, a 23mm trifecta valve was implanted in the patient's aortic position with the non-everting mattress suture technique using pledgets. Six months ago, echocardiogram was performed, which showed aortic regurgitation (ar). Subsequently, the patient experienced heart symptoms and was then diagnosed with severe ar. On (B)(6) 2021, the trifecta valve was explanted. Upon explant, a 5-6mm tear from the non-coronary cusp (ncc) side was confirmed on the lcc and ncc stent post. A non-abbott valve was successfully implanted. The patient was reported to be in stable condition.